Event description:
On (B)(6) 2021, a small sizing wing from the catheter sheared off upon first insertion into the bronchoscope. The sizing wing was extracted from the patient via scope suction and the procedure continued with a different catheter.